Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was damaged. Customer's blood glucose was unknown. Display glass was coming out, act button was cracked, o-ring was exposed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned without the original battery cap. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, broken off belt clip slot and missing endcap sticker. The display window did not lift noted.